Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reset the relay on the auxilliary interface board. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system would not produce an x-ray. No patient injury was reported.